Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.